Event description:
Pt developed symptoms seventeen mos following an anterior cruciate ligament repair, which was done in 2000. An arthroscopy was done in 2002 and revealed the head of an interference screw had dislodged and was floating in the knee. Pt fell following the initial anterior cruciate ligament repair.